Event description:
It was reported to covidien that a leak/crack occurred where the tube connects to the stopcock. One pt (baby) had to be transfused due to stopcock crack. The pt is deceased but not due to the issue with the stopcock according to the customer.

Manufacturer narrative:
Lot number is unk, therefore, unable to know MFR date.